Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (battery fault/charger fault) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the reported battery/charger faults was isolated to an internally shorted q1 current-controlling transistor on the bedside pca. In addition, the power supply was defective and unable to power on the charger. The power supply had no output voltage. The root cause for the shorted q1 transistor and defective power supply could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem (B)(4) and reported that the battery charger/modem was producing battery/charger faults.